Event description:
The customer reported that the device could not be removed from the trocar due to a small piece of metal at the jaw of the device blocking the removal. The device was eventually removed from the trocar with no patient injury. Another device was used to complete the surgery without incident. The incident device was returned and a visual inspection revealed that the jaw wires were bare.

Manufacturer narrative:
Covidien reference # : (B)(4) . Date of initial report: (B)(6) 2010. A visual inspection of the incident sample revealed that the insulation had peeled back from one of the gray wires. The wire may have contacted a sharp edge of a trocar/cannula during insertion or removal of the device. The IFU for this device states: carefully insert and withdraw instruments from cannulas to avoid possible damage to devices and/or injury to the patient.